Event description:
A ventilator was evaluated by field service engineer. There was no harm or injury reported. During the evaluation of the device at the field service engineer, a service required code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.